Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part number: 311.43, synthes lot number: 7941403 , supplier lot number: n/a, release to warehouse date: 20mar2015 , expiration date: n/a, manufactured by synthes jennersville, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the handle with quick coupling, small (p/n 311.43 lot 7941403) was received with a vertical crack on the handle. The crack was across the location of the dowel pin and measured approximately 1.75 mm in length. The instrument/handle was not broken and not separated into two pieces. No other issues were identified with the returned components of the device. Device failure/defect was identified but unrelated to reported complaint condition: the device failure/defect of cracked handle was identified during investigation and is unrelated to the reported complaint condition. Dimensional inspection: a dimensional inspection was not performed during this investigation as the root cause of the complaint condition has been identified as a device design deficiency, which has subsequently been addressed through corrective and preventative action (CAPA). Document/specification review: the diameter and tolerance of bore hole in the handle was changed in drawing from 311_43_3 rev e to drawings 311_43_3 f. Additionally, the diameter tolerance of the dowel pin hole in the handle was changed in drawing# 311_43, rev. M to in drawing# 311_43, rev. N. These changes were made due to CAPA and are relevant to the complaint condition. CAPA was launched on 03 nov 2015 to identify the root cause of handle breakage and reduce its occurrence. Through the CAPA investigation, it was determined that the root cause of the handle cracking was that the tolerances of the holes in the handle were too tight. Depending on the material condition, the press fit between the metallic shaft/dowel pin and their corresponding holes in the handle could lead to an excessive interference fit condition, in which internal stresses within the handle are created. These internal stresses could lead to the handle cracking and/or breaking. The respective drawings were updated and the design updates were deemed effective through effectiveness action. Hhe-2015-068 determined the risk levels associated with this complaint condition were low and medium and determined that an update to the risk documentation was required, which was done through CAPA. T conclusion: the complaint condition is not confirmed for the handle with quick coupling, small (p/n 311.43 lot 7941403) as the instrument/handle was not broken and not separated into two pieces. There was a vertical crack on the handle. The crack was across the location of the dowel pin and measured approximately 1.75 mm in length. A valid design defect was identified as the root cause of the complaint condition. CAPA was launched to address the design defect and was closed on 02 aug 2017 after effectiveness monitoring of the design changes was deemed effective. No manufacturing issues were identified through the investigation. A corrective and/or preventative action has already been launched and completed to address the design deficiency. See related action. Based upon these findings, no additional corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the blue t-handle/inserter from elastic nail set and handle with quick coupling were broken. It is unknown when the issue was discovered. It is unknown if there were patient and procedure involvement. This report is for one (1) handle with quick coupling. This is report 2 of 2 for complaint (B)(4).